Event description:
The manufacturer received information alleging a patient with a rental, dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device was returned to the manufacturer for evaluation. During the evaluation, the device was visually inspected internally and externally, and no faults were found. In addition, the device passed all tests.